Manufacturer narrative:
Initial reporter phone#: (B)(6). Investigation summary: it was reported that during the use of the filter needle the customer found a powdery substance at the connection between the filter needle tube and the needle seat, and there was a white substance overflow at the connection between the needle tube and the needle seat. To aid in the investigation, one photo was provided for evaluation by our quality team. The photo shows a needle assembly with no plastic shield. The needle hub is transparent and it is possible to see how the white epoxy flows inside the needle hub. This is correct and within specification; no defects or imperfections are observed. Based on the investigation with the photo sample analysis the symptom reported by the customer could not be confirmed. A device history record review was completed for provided material number 305200, lot number 8296770. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that a white, "powdery" foreign substance was found on the connection between the bd nokor¿ filter needle hub and tube. The following information was provided by the initial reporter, translated from (B)(6) to english: "(B)(6) 2021, the company received customer feedback. During the use of the filter needle that day, it found a powdery substance at the connection between the filter needle tube and the needle seat, and there was a white substance (overflow) at the connection between the needle tube and the needle seat."